Event description:
It was reported that the user experienced a hypoglycemic event after ilet delivered correction doses for rising glucose following a lunch announcement, with the lowest glucose of 52 mg/dl and time out of range estimated at about 15 to 20 minutes; the user treats glucose with oral juice and uses a freestyle libre 3 plus sensor without confirming the low by fingerstick. Symptoms included none reported. Outcomes included resolution of hypoglycemia without outside assistance or medical intervention. Investigation included review of device-reported glucose trends and automated correction activity. Investigation of this case revealed that the ilet issued high and low alerts and delivered corrections as designed, and no device malfunction was identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.